Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from a human patient undergoing a cardiac catheterization procedure. On (B)(6) 2014, the site reported that there was a hemomonitor error while a patient was on the table. They lost vitals on win7. There was no direct harm to the patient due to this issue. The hemo pc was swapped and the system sent for evaluation by engineering. This error may impact the physician's ability to continue vitals monitoring during cath procedures. (B)(4).